Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer's instrument maintenance was reviewed and the customer was advised to decontaminate bulk solution line #1 and clean the lenses. The instrument message history determined a problem with bulk solution #4 and the trap door of the matrix cell carousel. After maintenance was performed, recalibrated failed. The customer centrifuged calibrator a and the recalibration passed, however, the customer was advised not to use this calibration, as the calibration was generated in troubleshooting the issue. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.